Event description:
It was reported that the customer was in a vehicular accident and treated by paramedics due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed. The displacement and self tests passed. The customer stated that a bolus of 10.0 units was delivered that she did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.